Event description:
Mckinley medical has become aware of a reportable event with an ambulatory infusion system. A customer reported that an electromechanical ambulatory infusion pump under-delivered medication during an infusion regimen.

Manufacturer narrative:
Anaylsis: device was originally manufactured by medex, inc. In 03/1991 and is now supported by mckinley medical. Mckinley's service technician evaluated the pump and was unable to duplicate the reported malfunction. When tested per mckinley servicing procedures, the pump functioned within specification throughout the normal range of operation. There was no sign of physical damage. The under-delivery cannot be confirmed. Cause of failure: the reported malfunction could not be duplicated and a cause could not be determined.